Event description:
This lead was implanted on (B)(6)2006. A call to technical services on (B)(6)2012 states that patient has a pocket infection. Entire system removed and sent to pathology. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).